Event description:
Consumer reported complaint for low blood glucose test results and dead meter. Sister is calling on behalf of the customer. The customer is concerned with test results from results obtained of 20 mg/dl am fasting; the result had been obtained on morning of call. The customer¿s expected am fasting blood glucose test result range is 94-110 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Sister stated that on (B)(6) 2022, customer's blood glucose test result two and half hours after taking metformin had been 300 mg/dl am fasting. Customer had been experiencing anxiety and had not been feeling well. Customer had been taken to the ER where her blood glucose test result was 317 mg/dl am fasting. The diagnosis was hyperglycemia and customer was given a shot and pill (medication unknown) to stabilize her blood glucose. Customer was discharged five hours later; the doctor had recommended customer decrease her sugar intake and follow-up with her health care provider. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2022 and test strips were opened two weeks prior to call. During the call, the true metrix meter did not power on using the power button or when a test strip was inserted. The battery had just been replaced on the day of the call. The meter memory was not able to be reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 22-mar-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-040: user's test strip had poor fill.